Event description:
It was reported that balloon burst occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for post dilation. However, it was noted that the device failed to cross the lesion and the balloon burst due to calcification. There were no balloon pieces left in the patient's body and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon burst occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for post dilation. However, it was noted that the device failed to cross the lesion and the balloon burst due to calcification. There were no balloon pieces left in the patient's body and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded and there was tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated and deflated with no issue. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.